Event description:
Boston scientific crm received information that this 4136 lead displayed no capture and high impedance measurements of 1700 ohms one day post implant. This lead was successfully repositioned and to date, no adverse patient effects were reported.